Manufacturer narrative:
The lens was returned and the visual inspection found bot haptics bent. Due to the condition of the device received. Functional testing was not possible. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. The exact cause of the reported event could not be conclusively determined. However, it is possible that user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the back haptic of the intraocular lens was kinked after being implanted into the patient's left eye. The original incision was enlarged to remove the lens intraoperatively and a back-up lens of the same model and diopter was implanted successfully. The patient's current prognosis is reported as good.